Event description:
It was reported an sjm rep met with the pt on (B)(6) 2012, and programming was able to provide bi-lateral stimulation for her legs. The pt stated that over the last 6 months her stimulation had become less effective on the right side and she needed to over stimulate her left side on order to obtain right side coverage. A CT scan confirmed the left lead was out of the epidural space. The pt underwent a procedure and her lead was explanted and replaced. The pt was receiving effective stimulation in both of her legs post-procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.